Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. Patient had unrelated procedure on the (B)(6) 2020 and did not set the ipg to surgery mode. Troubleshooting was able to recover the ipg, resolving the issue.